Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 15x3.0 mm balloon ruptured at six atms on the fist inflation. The lesion being treated was a calcified, 75% stenotic lesion in the left anterior descending coronary artery. The physician used an 8f mach1 fl4st guide catheter and a pt2 guide wire to cross the lesion. The balloon was being used for pre-dilatation prior to placement of a cypher 3.0x18 mm stent. The maverick2 monorail balloon was removed, the cypher stent was deployed, and the procedure was successfully completed. No patient injuries or complications were reported. Pt status is reported as `good.'